Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was infusing correctly however the "limit started to increase" and clinician was not able to turn unit off. There was patient involvement but no harm. Upon due diligence, additional information was received. It was reported the ¿pump started glitching and was automatically increasing rate without being prompted. Unable to stop pump, then pump just completely shut off.¿ although requested, additional information was not known and only the pcu will be returned for investigation.

Event description:
It was reported that the device was infusing correctly however the "limit started to increase" and clinician was not able to turn unit off. There was patient involvement but no harm. Upon due diligence, additional information was received. It was reported the ¿pump started glitching and was automatically increasing rate without being prompted. Unable to stop pump, then pump just completely shut off.¿ although requested, additional information was not known and only the pcu will be returned for investigation.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the rate increasing automatically was confirmed through laboratory testing and log review to be due to a defective up arrow key on the pcu keyboard. Preventive maintenance performed on the suspect pcu observed the device failing the keypad task due to not correctly receiving the arrow up key signal. Key replication successfully observed the rate increase while continually pressing the up arrow key during a test infusion. The review of the suspect pcu device error log identified a keyboard failure error code 130.6020.0 on (B)(6) 2025 at 12:29 am. The review of the suspect pcu event log showed that on 7may2025 at 9:45 pm, the user selected the concomitant pump module s/n: (B)(6) and selected a volume to be infused (vtbi) of 40ml. A rate of 15ml/hr and a dose of 1250mgr/250ml were previously selected. The primary volume infused (pvi) was recorded as 2079.35ml, an accumulated total from previous infusions. The infusion started. On (B)(6) 2025 at 12:25 am, the infusion finished with keep vein open (kvo) alarm. The pvi was recorded as 2119.36ml. The user selected a vtbi of 15ml. At 12:27 am, the key up was registered (illegal keypress) as pressed five (5) times. The infusion started. The key up was registered (illegal keypress) as pressed approximately 15 times. The user selected the channel. The key up was registered as pressed approximately 150 times. The user channeled off the unit. Per product labeling, the system error tip sheet states that following the notification of a system error, operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the rate automatically increasing was confirmed to be a defective keyboard. The keyboard was observed to have a broken up arrow key. A log analysis confirmed that during channel selection, the up arrow key remained stuck, automatically increasing the rate of the infusion. Note that this report lists imdrf annex a1801, a040502, a1006, g02017, g04037, c11, c0601, d0302, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.